Event description:
It was reported that while using a bd nokor filter needle for a genentech product ophthalmic injection, the patient lost vision and developed endophthalmitis. The patient was subsequently treated with a vitrectomy and with antibiotic injections and a second vitrectomy was performed one week later. Additionally, the customer also reported lot numbers 2347287 and 1031779 as lot numbers associated with this incident. The expiration and device manufacture dates for these additional lot numbers are as follows: lot #: 2347287, expiration date: na, device manufacture date: 12/2012; lot #: 1031779, expiration date: na, device manufacture date: 01/2011.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history and sterilization records revealed on irregularities for the reported lot numbers 2272489, 2347287, and 1031779. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).